Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The event log displayed multiple consecutive strings of low flow alarms with a recorded flow ranging 0.0 lpm - 2.4 lpm on (B)(6) 2025 at 5:35 pm until 6:17 pm. The pump set speed (4000 rpm) was set the same as the low set limit (4000 rpm) per the last recorded event in the event log file. It did appear that the flow improved towards the end of the log file history. There were no other unusual events seen within the log files. It was later reported that on (B)(6) 2025 the patient coded on the floor and was placed on extracorporeal membrane oxygenation (ECMO) therapy, in which they later passed away that day. It was reported that right heart ventricular failure was the cause of death.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these findings could not be conclusively determined. The submitted controller event log file contained events on (B)(6) 2025 from 17:35:08 ¿ 18:39:06. A sustained low flow alarm was captured from the beginning of the file through 18:17:09, with flow decreasing to 0.0 liters per minute (lpm) by 18:05:48. Of note, this decrease in flow appeared to be associated with a decrease in the stored patient speed. Flow then remained at 0.0 lpm until 18:07:12, when the flow began to gradually increase with the low flow alarm resolving by 18:17:13 and flows returning to baseline by the end of the file. Of note, this increase in flow appeared to be associated with an increase in the stored patient speed. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Whether the patient's outcome was device or therapy related was not provided. The pump was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.